Manufacturer narrative:
An event regarding alleged loosening involving an unknown stryker tritanium size 54 shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided medical records was rejected by a clinical consultant stated the following comment:cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. Conclusions: it was reported that patient was revised due to loosening the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Rep was provided 2017 primary and 2018 revision operative reports for the patient's right hip, and notified that the patient has undergone another revision due to shell loosening. Rep was not present for the procedure. The date, hospital, and surgeon for the procedure are unknown. A size 54 stryker tritanium shell (implanted in 2017) was revised. No further information will be available.